Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date. During the procedure, the motor drive unit was running slowly. It is unknown how the case was completed. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4) - insufficient drive of disposable: conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.